Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98. Complete entry for section a1 - patient identifier: (B)(6). Complete entry for sections a2 - age at time of event and a3b - gender: 82-year-old, male, 58-year-old, female, 58-year-old, male. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I for multiple patients. The following results were provided (reference range, female troponin 13.8 to 17.5 pg/ml; male troponin 28.9 to 39.2 pg/ml): patient 1, 82-year-old male, hospitalized in the ICU with chest pain, drowsiness, headache, bradycardia and a heart rate of 42 bpm. On (B)(6) 2024 2:34 pm, sid (B)(6), troponin result= 33.43 pg/ml. On (B)(6) 2024 3:51 pm, sid (B)(6), troponin result= 33.93 pg/ml. On (B)(6) 2024 7:26 pm, sid (B)(6), troponin result= 614.62 pg/ml. On (B)(6) 2024 10:49 am, sid (B)(6), troponin result= 34081.45 pg/ml . On (B)(6) 2024 5:44 pm, patient underwent catheterization. On (B)(6) 2024 06:00 am, sid (B)(6) , troponin result= 44602.61 pg/ml. On (B)(6) 2024 3:06 pm, sid (B)(6) , troponin result= 34099.44 pg/ml on (B)(6) 2024 5:19 am, sid (B)(6) , troponin result= 31974.33 pg/ml on (B)(6) 2024 8:43 am, sid (B)(6) , troponin result= 13076.91 pg/ml on (B)(6) 2024 at 8:04 am, after evaluation with echocardiogram, an angioplasty with balloon stent was performed. Patient 2, 58-year-old female, hospitalized in the ICU with stable angina and chest pain. On (B)(6) 2024 12:59 pm, sid (B)(6), troponin result <3.20 pg/ml on (B)(6) 2024 3:16 pm, sid (B)(6), troponin result <3.20 pg/ml on (B)(6) 2024 9:50 pm, sid (B)(6), troponin result= 61.83 pg/ml on (B)(6) 2024 05:45 am, sid (B)(6), troponin result= 78.32 pg/ml on (B)(6) 2024 08:57 am, sid (B)(6), troponin <3.20 pg/ml on (B)(6) 2024 1:52 pm, after evaluation with echocardiogram, a surgical catheterization with cardiac stent was performed. Patient 3: 58-year-old male, hospitalized in the ICU with chest pain. On (B)(6) 2024 06:10 am, sid (B)(6), troponin result= 31.96 pg/ml on (B)(6) 2024 08:14 am, after an evaluation with an echocardiogram, a surgical catheterization with a cardiac stent was performed. On (B)(6) 2024 11:04 am, sid (B)(6), troponin result= 20989.76 pg/ml . On (B)(6) 2024 4:17 pm, sid (B)(6), troponin result= 53453.35 pg/ml . On (B)(6) 2024 6:33 am, sid (B)(6), troponin result= 64993.98 pg/ml. On (B)(6) 2024 6:02 am, sid (B)(6), troponin result= 32028.72 pg/ml . Reproducibility testing was performed on the following patient samples: on (B)(6) 2024, sid (B)(6), architect troponin result= 117.40 pg/ml; supporting laboratory troponin result= 115.10 pg/ml on (B)(6) 2024, sid (B)(6), architect troponin result= 4.05 pg/ml; supporting laboratory troponin result = 5.0 pg/ml on (B)(6) 2024 2:35 pm, sid (B)(6) (previous sample tested on (B)(6) 2024), troponin retest= 117.62 pg/ml; 3:19 pm, troponin retest= 43.98 pg/ml (per the package insert, sample stability is <24 hours at 2 to 8 degrees celsius, therefore retesting results were invalidated due to the sample exceeding stability.) There was no impact to patient management reported.

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I for multiple patients. The following results were provided (reference range, female troponin 13.8 to 17.5 pg/ml; male troponin 28.9 to 39.2 pg/ml): patient 1, 82-year-old male, hospitalized in the ICU with chest pain, drowsiness, headache, bradycardia and a heart rate of 42 bpm. (B)(6) 2024 2:34 pm, sid (B)(6), troponin result= 33.43 pg/ml (B)(6) 2024 3:51 pm, sid (B)(6), troponin result= 33.93 pg/ml (B)(6) 2024 7:26 pm, sid (B)(6), troponin result= 614.62 pg/ml (B)(6) 2024 10:49 am, sid (B)(6), troponin result= 34081.45 pg/ml (B)(6) 2024 5:44 pm, patient underwent catheterization. (B)(6) 2024 06:00 am, sid (B)(6), troponin result= 44602.61 pg/ml (B)(6) 2024 3:06 pm, sid (B)(6), troponin result= 34099.44 pg/ml (B)(6) 2024 5:19 am, sid (B)(6), troponin result= 31974.33 pg/ml (B)(6) 2024 8:43 am, sid (B)(6), troponin result= 13076.91 pg/ml (B)(6) 2024 at 8:04 am, after evaluation with echocardiogram, an angioplasty with balloon stent was performed. Patient 2, 58-year-old female, hospitalized in the ICU with stable angina and chest pain. (B)(6) 2024 12:59 pm, sid (B)(6), troponin result <3.20 pg/ml (B)(6) 2024 3:16 pm, sid (B)(6), troponin result <3.20 pg/ml (B)(6) 2024 9:50 pm, sid (B)(6), troponin result= 61.83 pg/ml (B)(6) 2024 05:45 am, sid (B)(6), troponin result= 78.32 pg/ml (B)(6) 2024 08:57 am, sid (B)(6), troponin <3.20 pg/ml (B)(6) 2024 1:52 pm, after evaluation with echocardiogram, a surgical catheterization with cardiac stent was performed. Patient 3: 58-year-old male, hospitalized in the ICU with chest pain. (B)(6) 2024 06:10 am, sid (B)(6), troponin result= 31.96 pg/ml (B)(6) 2024 08:14 am, after an evaluation with an echocardiogram, a surgical catheterization with a cardiac stent was performed. (B)(6) 2024 11:04 am, sid (B)(6), troponin result= 20989.76 pg/ml (B)(6) 2024 4:17 pm, sid (B)(6), troponin result= 53453.35 pg/ml (B)(6) 2024 6:33 am, sid (B)(6), troponin result= 64993.98 pg/ml (B)(6) 2024 6:02 am, sid (B)(6), troponin result= 32028.72 pg/ml reproducibility testing was performed on the following patient samples: (B)(6) 2024, sid (B)(6), architect troponin result= 117.40 pg/ml; supporting laboratory troponin result= 115.10 pg/ml (B)(6) 2024, sid (B)(6), architect troponin result= 4.05 pg/ml; supporting laboratory troponin result = 5.0 pg/ml (B)(6) 2024 2:35 pm, sid (B)(6) (previous sample tested on (B)(6) 2024), troponin retest= 117.62 pg/ml; 3:19 pm, troponin retest= 43.98 pg/ml (per the package insert, sample stability is <24 hours at 2 to 8 degrees celsius, therefore retesting results were invalidated due to the sample exceeding stability.) There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 64186ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 64186ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 64186ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64186ud00 was identified.